Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator is inoperable. Unknown patient involvement.

Manufacturer narrative:
Updated.

Event description:
The customer reported that the ventilator is inoperable. Battery back up failure, battery needs replacement. Device was in clinical use, no patient or user harm was reported.